Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for motor error. Customer¿s blood glucose was 7.6mmol/l. Customer stated that drive support cap was normal and customer was able to complete rewind the insulin pump. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.